Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an infrarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial implant, a type 3b endoleak of the bifurcated stent graft was identified. A secondary endovascular procedure was completed on (B)(6) 2016. A thrombectomy, non endologix stent placement, and femoral endarterectomy had occurred. Note: this event was identified during the investigation of an event that occurred in 2020 (MFR# 2031527-2020-00282). Endologix become aware of these events of 2016 on 12nov2020.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an infrarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial implant, a type 3b endoleak of the bifurcated stent graft was identified. A secondary endovascular procedure was completed on (B)(6) 2016. A thrombectomy, non endologix stent placement, and femoral endarterectomy had occurred. Note: this event was identified during the investigation of an event that occurred in 2020 (MFR# 2031527-2020-00282). Endologix become aware of these events of 2016 on (B)(6) 2020. Correction: the secondary procedure (thrombectomy, non endologix stent placement, and femoral endarterectomy) was due to the ischemic l leg thrombosed iliac (occlusion).

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the left common iliac occlusion complaint is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the left common iliac occlusion were user and anatomy related due to the following factors; there were pre existing ileo-femoral bypasses bilaterally demonstrating severe peripheral arterial disease (pre existing condition, anatomy related), the patient had a pre existing thrombophilia and was a current tobacco user and there were bilateral non endologix iliac stents present (off label condition). The final patient status was discharged on the second post-operative day following an endovascular repair. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.